Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was dropped and the hinge was broken/cracked. (B)(6).

Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of tech needs verified parts for 8100 unit serial # (B)(6). Technical support - tech needed help first verified part he needed after unit looks like it had been drop the hinge was broken & crack, he will need to replace the bezel assembly, & also needs part number for blue door latch. Confirm both part # also confirm phone # for order mgr. Dept. As they were not open until 8am cst tech thank me for my assist. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - tech needed help first verified part he needed after unit looks like it had been drop the hinge was broken & crack, he will need to replace the bezel assembly & also needs part number for blue door latch. Confirm both part # also confirm phone # for order mgr. Dept. As they were not open until 8am cst. A review of the device history record for (B)(6) was performed from date of manufacture 07/12/2016 to present date 10/05/2020, and note that this device has been returned for service once which correlates to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
Part number for 8100 unit. Tech needs verified parts for 8100 unit serial # (B)(6). It was reported there was no patient involvement.